Event description:
Pt had total replacement of right knee in 1997. Pt developed a painful clunk to right knee. After undergoing exploration, noted patellar component had delaminated. Pt admitted for debridement of scar tissue and revision of patellar component and tibial polyethylene component of right knee.